Event description:
It was reported that this system exhibited loss of capture on the right ventricular channel. Device outputs were programmed appropriately so no loss of therapy occurred. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).